Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.

Event description:
It was reported by the customer that during the procedure, the saw jammed and would not stop running. The procedure was completed with another saw and there were no reported adverse consequences.